Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monophasic pulse) was confirmed. Upon investigation the monitor fired a monophasic pulse during a pulse test. The monitor was unable to properly communicate with an electrode belt. The cause for the monophasic pulse was isolated to defective transistors q13 and q17 on the defibrillator pca. The cause for the communication failure was a shorted u409 processor on the c/a board. The root cause for the defective components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4), reporting that it delivered a monophasic pulse during testing.